Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report an elevated blood glucose reading of 458 mg/dl. At the time of concern, the patient did not have any symptoms and was able to administer bolus insulin. His blood glucose was resolved to 158 mg/dl within the hour. The reporter was also concerned that she may have inadvertently given the patient a double bolus dose in the morning since the pump history did not record the initial bolus given in the morning. The reporter provided the patient with food and stated the patient¿s blood glucose is leveled off now at 181 mg/dl. Troubleshooting could not resolved the reported the inaccurate bolus record. The time and date was not accurately set. There was no product misuse. This complaint is being reported due to the inaccurate bolus history. The patient did not have any symptoms and did not required any hcp treatment to suggest a serious injury.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: a review of the pump¿s history showed that the last bolus was recorded (B)(6) 2013. The pump¿s history showed no alarms or warnings outside of normal use. The total daily doses added up to correctly reflect the user¿s programmed basal target. The pump powered on normally and was able to completely ez prime steps successfully after being paired with a test meter. The pump was exercised for 24 hours with no alarms or interruption. Multiple boluses were performed during testing using the ez carb, ez bg, normal, and audio bolus functions. The pump was able to successfully record the boluses in the correct order and at the correct times. The keypad cover was returned undamaged and all the buttons were all appropriately responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.